Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: the device was used on the rga. No bleeding or no damage of the tissue was observed. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a distal gastrectomy procedure, a clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2022. D4: batch # v96d0u. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without apparent damage. In addition, 1 malformed clip was returned inside a petri dish. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed 6 conforming clips as expected. The jaws were examined for visual inspection and no anomalies were noted. In order to evaluate the condition of the internal components, the device was disassembled, and no anomalies could be observed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the malformed clips of the reported event, the instructions for use do contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. The device fed and performed without any difficulties noted. No product defect was identified. A manufacturing record evaluation was performed for the finished device batch number v96d0u, and no non-conformances were identified.